Event description:
It was reported a patient experienced recurrent peritonitis. The patient experience peritonitis on an unknown date and was hospitalized for the event. The patient was treated with unspecified antibiotics (route, dosage, and frequency not reported). The patient was hospitalized for three days. It was unknown if the patient recovered after this event. The patient then experienced a recurrence of peritonitis on an unspecified day in the next month. The patient was hospitalized for this recurrence for two days. Unspecified antibiotics (route, dosage, and frequency not reported) were used to treat the patient. It was unknown if the patient recovered after this recurrence. The patient then experienced another recurrence of peritonitis on an unknown date the next month. The patient was hospitalized for this recurrence. The patient was treated with unspecified antibiotics (route, dosage, and frequency not reported) and had their pd catheter removed. The patient was released from the hospital after five days. The cause of the recurrence was unknown. The patient had recovered from the event at the time of the report. The patient has since been placed back on pd therapy. No additional information is available. This is report 2 of 3 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd893867 and gd895029 was performed. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).